Event description:
It was reported to philips that the device's mainboard intermittently shuts down, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the device's mainboard intermittently shuts down, which could impact the booting process. The quote was not accepted by the customer and there was no service provided from the philips. To date, there have been no reoccurrence reported.